Event description:
A report was received that the patient had an infection. The patient presented a lump in the back of the neck near the lead site and the cause of infection was not determined. It was reported that the patient was implanted many times and had a number of things in the body that may had started the infection. It was also reported that a suture might had been left in patient¿s body that was found in the computerized tomography scan result. A peripherally inserted central catheter line antibiotics was administered.

Manufacturer narrative:
Additional information was received that it was confirmed there were no suture left inside the patient's body. The physician felt that the patient's body was rejecting the implanted devices. It was believed that the infection was not related to the procedure. There will be no further course of action will be taken.

Event description:
A report was received that the patient had an infection. The patient presented a lump in the back of the neck near the lead site and the cause of infection was not determined. It was reported that the patient was implanted many times and had a number of things in the body that may had started the infection. It was also reported that a suture might had been left in patient¿s body that was found in the computerized tomography scan result. A peripherally inserted central catheter line antibiotics was administered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.